Event description:
It was reported that the right atrial (ra) lead was discovered dislodged during device follow up. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2014. (B)(4).